Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy, it was reported that on (B)(6) 2024 the one infusion set was detached from the infusion set and the set remained for 3 hours without insulin infusion. The blood glucose level was high at the time of incident 392 mg/dl and patient also using insulin pump. No further information available.